Manufacturer narrative:
The reported events were lead damage and unable to implant. As received, a complete lead was returned in one piece with the helix fully extended and clogged blood/tissue. The reported event of lead damage was confirmed. Visual and x-ray examination of the lead found the outer insulation was twisted along the entire length of the lead and the inner coil was over torqued in the connector region consistent with the procedure damage. The cause of the reported event was isolated to the insulation damaged and the inner coil over torqued in the connector region consistent with procedure damage.

Event description:
Related manufacturer report number: 2017865-2023-19567. It was reported that the right ventricular lead exhibited high capture threshold. Explant was attempted, but the replacement lead was damaged and unable to be implanted. The original lead was left in use. There were no patient consequences.